Manufacturer narrative:
The customer cancelled the service call. If additional information is received, it will be reported as required.

Event description:
It was reported that the 9600+ system mainframe would not boot. The system was restarted and cases were not delayed. There was no report of patient injury.